Manufacturer narrative:
The event of explant was reported to abbott. The patient had their scs system explanted due to not getting proper relief. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had their scs system explanted due to not getting proper relief. Explant date is unknown.

Manufacturer narrative:
Date of event is estimated.